Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was seen in the clinic for a follow up on (B)(6) 2015. Patient had complaints of worsening lower extremity edema and shortness of breath. The patient's medication was increased and was instructed to follow up in 4-6 weeks. The patient was presented to the emergency room on (B)(6) 2015 with complaints of vomiting and shortness of breath. Pneumonia was noted under chest x-ray and lab revealed elevated potassium level. Patient was admitted and treated with antibiotics and discharged (B)(6) suggests the death was related to the device. It was reported that the cause of death was unknown.